Manufacturer narrative:
Pt info was not available. The device was returned to the MFR for eval. The reported issue was not able to be duplicated by medtronic personnel. The sys and components were found to be fully functional. A software investigation found that the issue was not able to be reproduced by following the reported steps provided by the site. The computer was replaced and the issue was resolved. The sys was evaluated at the site and the sys checkout showed no anomalies.

Event description:
A medtronic rep reported that the screen went black, and that they had to manually shut down system. Upon reboot, the synergy software froze at the "select procedure" stage. Powered cycling failed to resolve the problem. There was no impact on pt outcome.